Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had migration of the ipg due to weight loss and is experiencing discomfort at the pocket site. Surgical intervention may be pending to address this issue.

Event description:
Follow-up revealed the patient's ipg was revised via surgical intervention on 15 february 2018. Surgical intervention resolved the patient's issue.